Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low blood glucose results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 130-135mg/dl fasting. Verified the strips expire 06/30/2018. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 54mg/dl and 45mg/dl fasting. Reviewed meter memory: 1:56mg/dl (B)(6) 2015 06:31:00 pm fasting:yes; 2:45mg/dl (B)(6) 2015 06:30:00 pm fasting:yes; 3:35mg/dl (B)(6) 2015 06:29:00 pm fasting:yes; customers concern with 35mg/dl (B)(6) 2015 at 6:29pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer complains of low blood glucose results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 130-135mg/dl fasting. Verified the strips expire 06/30/2018. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 54mg/dl and 45mg/dl fasting. Reviewed meter memory: 1:56mg/dl (B)(6) 2015 06:31:00 pm fasting:yes. 2:45mg/dl (B)(6) 2015 06:30:00 pm fasting:yes. 3:35mg/dl (B)(6) 2015 06:29:00 pm fasting:yes. Customers concern with 35mg/dl (B)(6) 2015 at 6:29pm. No adverse event reported.